Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the first device was in a kit and the staples were not forming properly. They pulled another device and it malfunctioned. The trigger locked-up and a third device was pulled and it worked fine. There was no consequence to the pt.